Event description:
It was reported a perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system and watchman flx laa closure device and delivery system were used. The delivery system was advanced into the access system. When the delivery system was being advanced into position, the access system took a small jump and perforated the pericardium which caused a pericardial effusion with tamponade. The closure device was deployed and successfully implanted. A pericardiocentesis was performed to drain the fluid. Protamine was also administered. The patient left the room stable and two days later remained stable without clinical consequences.